Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the unit reported that the customer did not approve the repair estimate for the unit. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Event site postal code (B)(6). The getinge field service engineer (fse) who evaluated the unit reported that the customer did not approve the repair estimate for the unit. The customer did not approve the estimate and declined repair.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a (B)(4) field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse tested the unit with a new power supply, and confirmed that the power supply was defective, thereby the cause of the reported issue. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that before use, the system 98 intra-aortic balloon pump (iabp) battery level on the display would not show power level. There was no patient involvement, and no adverse event reported.